Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow and down arrow buttons needed to be pressed at a certain angle to elicit a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a q-tip. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the keypad was peeling at the ok button. The up arrow & down arrow buttons both had an intermittent response. The ok & contrast buttons both responded properly. Contamination was found under all buttons contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.